Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be duplicated. The charger output was checked. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system gave a generator failure message. No pt injury was reported.